Event description:
The customer reported via phone call that they experienced high blood glucose which was 416 mg/dl and treated it with bolus and injection. Customer stated they received new pump and basal was 25.9 units 24 hours total which was compared to previous pump. The insulin pump will not be returned for further analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.